Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegations of fluid loss due to a hole in the balloon cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing pump and balloon were removed and replaced. Upon explant, fluid loss was identified due to a hole in balloon. The existing cuff was left in place and reconnected to the new system. There were no patient complications associated to the event.